Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.75x8 mm nc trek balloon dilatation catheter (bdc) was removed without resistance from the coil and it was noted the shaft was kinked. The nc trek bdc was not used. There was no reported patient involvement and no clinically significant delay in the procedure. The device was returned with the proximal shaft separated. Follow-up with the account confirmed that no additional information was provided. The device was used in the patient and that is when the shaft separation occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and inspection was performed on the returned device. The kink and shaft separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted coronary dilatation catheters, nc trek rx, global, instructions for use states: prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported kink; however; the shaft separation appears to be related to user error.

Event description:
Subsequent to the previously filed medwatch, additional information received: the procedure was to treat a moderately calcified lesion in the mid right coronary artery. The proximal shaft separated during advancement in the patient anatomy. There were no adverse patient effects. No additional information was provided.